Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 5. The caregiver (cg) stated that the home patient's (hp) patient line was disconnected from the transfer set while the hp was asleep, and then the alarm occurred. The technical service representative (tsr) assisted to clear the alarm, remove the cassette from the hc machine, explained the alarm, and advised to contact the nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the cg regarding the alarm and separation, the cg explained that hp had disconnected the patient line from the transfer set herself during sleep, and that the separation did not happen on its own. The cg confirmed that there was no loose connections, inadvertent disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the home patient (hp) disconnected the patient line from the transfer set. The caregiver (cg) explained that hp had disconnected the patient line from the transfer set herself during sleep, and that the separation did not happen on its own. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.